Event description:
Tips just cracked & fell off. Instruments broke during use. Two instruments, from two different cases were reported by the facility, at the same time, under one complaint. No patient injury or prolonging of surgery on the first case. Facility reported they did not know when the issue occurred, "a while ago". Second case (2008), the tip of the instrument was retained in the patient. Surgery delay is unknown; however, all indications are that surgery was completed as expected and the issue was noted until days after. First noticed four days later during post op appointment, x-ray was done, item was considered an anomaly / CT scan on two days later, surgeon determined the shape of the piece on the image matched the piece missing from the instrument. Revision surgery to remove the piece has not occurred, is not scheduled. Dr would like the patient to heal before removing the piece. Two instruments were returned; however, they were not marked as to which instrument broke during which case.

Manufacturer narrative:
Item has been received at aesculap, inc and will be sent to the manufacturer, aesculap, ag, by 05/30/2008 for additional investigation.